Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor warm up clock appeared on the touch screen and that the insulin on board displayed 0 units but reappeared after a few minutes displaying 7 units with the warm up clock disappearing. Customer's blood glucose was 280 mg/dl. Reportedly, issue had resolved prior to troubleshooting with tandem technical support and the pump was functioning as intended.